Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer is not performing the air removal step and adds more insulin during the cartridge fill step. Clinical support informed customer that not performing air removal step and adding insulin during fill step is off label per the tandem user guide. Reportedly, customer continued to use the pump for insulin therapy. There was no reported adverse impact.